Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR. Report#: 3006705815-2018-01298, 3006705815-2018-01299. It was reported that the patient was experiencing ineffective stimulation following a fall down the stairs. Reprogramming has been attempted but has been unsuccessful. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the patient¿s entire scs system was explanted. There was no abbott rep in attendance for the patient¿s surgery. The ipg has been added as a third device.